Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set had a side pierced rubber sleeve before blood sampling causing blood to leak as soon as the needle penetrated the patient¿s vein and between the sampled tubes. No serious injury or medical intervention reported.